Manufacturer narrative:
The serial number of the c 111 analyzer is (B)(4). Calibration and controls were acceptable. A general reagent issue can be ruled out. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with glucose hk on a cobas c 111 analyzer. The sample initially resulted in a glucose value of 208.84 mg/dl and it repeated as 107.23 mg/dl.